Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to verify critical alarm 58 combines with 124. The fse then troubleshot to the drive manifold assembly. So, in order to fix the issue, the fse replaced the drive manifold. The fse then performed functional testing and safety checks to factory specification. The unit passed all functional and safety test per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) had a critical failure. Will not pass self test. Keeps alarming. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.